Event description:
The pt was unable to adjust his neurostimulator after a cardioversion. When he attempted to adjust stimulation, he heard triple beeps. It was also reported that the implantable neurostimulator was no longer working. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)